Event description:
It was reported that a patient underwent an unknown procedure in 2024 and suture clips were used. Before use on the patient, the staplers couldn't hold tight enough. The product was returned for evaluation. Visual inspection and functional testing were conducted on the returned cartridge. Visual analysis of the returned sample determined that the xc200 cartridge was received empty along with two empty foils and 6 loose clips. One of the clips was noted damaged and the cartridge shows slight damage in the 3rd and 5th slots. In an attempt to replicate the reported incident, the remaining 5 loose clips in good condition were manually loaded and tested for functionality with a test device. Upon functional testing of the clips, the instrument loaded, retained, and deployed the clips as intended over the suture.there were no adverse consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H3 investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned cartridge. Visual analysis of the returned sample determined that the xc200 cartridge was received empty along with two empty foils and 6 loose clips. One of the clips was noted damaged and the cartridge shows slight damage in the 3rd and 5th slots. In an attempt to replicate the reported incident, the remaining 5 loose clips in good condition were manually loaded and tested for functionality with a test device. Upon functional testing of the clips, the instrument loaded, retained, and deployed the clips as intended over the suture. The event reported was confirmed and it is related to improper use of the device due to the returned clip damaged. Please reference the instruction for use for more information: grasp the applier by the handle and insert the jaws of the instrument into the individual cartridge slot. Ensure the tips of the applier are perpendicular to the surface of the cartridge. Insert the applier until it stops. Do not force the applier. It should enter and withdraw from the cartridge smoothly. Withdraw the applier from the cartridge. The clip will be securely held in the applier jaws. Place a suture clip approximately 5 mm from the cut end of the suture. Under endoscopic visualization, the suture is placed within the jaws of the loaded clip away from the latch area. Position the clip by sliding it down the suture until it makes contact with the tissue. Note: excessive tension may cause suture and clip to pull through tissue or may cause clip slippage. The applier jaws are closed by squeezing the handle of the applier until the clip is visibly locked. In all cases, the surgeon should verify closure and security. Please reference the instruction for use for more information. As part of ethicon¿s quality process all devices are manufactured, inspected, and released to approved specifications.